Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The scope was returned to the service center for evaluation. Leaks were observed on the bending section rubber, locking pins and the instrument channel. The bending section glue was found cracked on both sides of the insertion tube and scope cover. The insertion tube required chemiglaze due to the observed scratches and scraps. In addition, deep dents were noted on the scope cover. Minor scratches were observed on the objective lens and the edges of light guide lens was chipped in two places. The light guide tube connector boot was loose with a gap noted on the back cover with minor dents and scratches. The scope¿s angulation was checked and found to be low in the up and down direction. The control knob was found to be loose with play (u,d,rl) an investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, an error was observed stating a minor endoscope leak was detected. There was no patient involvement. In addition, during estimations the scope¿s nozzle was found to be damaged making this a reportable event.